Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that he had issues with the sensor. Customer reported that the transmitter does not flash when connected to the sensor. Customer's blood glucose at the time of the incident was 158.4 mg/dl. Customer reported that upon removal of the sensor they noticed that the cannula was missing. Product is expected to return.

Manufacturer narrative:
Inspected one opened and used partial sensor. We found sensor cannula bent retracted inside sensor base. No broken or missing parts were observed during analysis. We were unable to confirm if device was received in said condition due to customer returning it opened and used. Customer did not return needle.